Manufacturer narrative:
(B)(4). Date sent: 4/12/2023. D4: batch # unk. Maude report # mw5115563 and mw5115564 additional information was requested and the following was obtained: "please provide more details: were all pouch components retrieved from the patient? Are all components of the torn pouch available to be returned with the rest of the devices? Were there any patient consequences? If yes, please describe. "Yes all items were collected, all items went to risk mang for evaluation, no pt harm. I do not have items at this time."" An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic appendectomy procedure; when attempting to remove specimen from the patient, the pouch ripped. A second device was opened and also ripped. A conmed anchor bag was used to complete the procedure successfully. No other issues. No patient consequences.